Event description:
The following info was reported by a cordis webster rep and was not confirmed by the physician, as he did not release info on this event due to pt confidentiality. It was reported that the pt was difficult and did not have good experience throughout the procedure. During ablation, the physician noticed that the blood pressure went from 130 to 100 to 63 in 7-10 minute time frames. Ultrasound was performed and tamponade was discovered. The pt underwent pericardiocentesis and the resulting effusion without further surgical treatment. The pt was admitted to the hosp for four days and released.